Event description:
Customer reported the pump screen went blank unexpectedly and led light stopped blinking. There was no adverse impact to the customer¿s blood glucose level. Customer resumed insulin therapy successfully after the pump was plugged into a power source to turn back on. Technical support decided to replace the pump and instructed the customer on the return process, ensuring the continued use of the current pump until the replacement arrived.